Event description:
It was reported that (1) cdh29 was used during a low anterior resection. It was reported by the rep that the staples did not form completely during firing. It is unknown how the case was completed. There was no consequence to pt.